Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is no longer receiving stimulation to his left side cervical and arm. An sjm representative met with the pt and reprogramming was unable to resolve the issue. X-rays have been ordered.